Manufacturer narrative:
Section d4, catalog number: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists right heart failure and hypertension as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. This section also states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for right heart failure on (B)(6) 2024. The patient was very symptomatic when any blood pressure was lower than 85mmhg. It was noted that it was difficult to determine what the progression of right heart failure was from but they did not have right heart failure prior to left ventricular assist device (lvad) implant. The patient struggled with persistent hypertension and was very sensitive to all antihypertensives. Many pulsatility index (pi) events occurred during admission due to challenges optimizing and titrating medications and diuretics related to the patient's sensitivity. The patient was discharged on 03may2024. Log files were submitted for review from 1 week post discharged from the hospital. The event log file captured multiple pi events that occurred on 08may2024 from 21:45:03 to 09may2024 at 13:46:11.